Manufacturer narrative:
(B)(4). Concomitant medical product: 010000589, comp rvrs 25mm bsplt ha+adptr, 902160; 115370, comp rvs tray co 44mm, 244720; xl-115363, arcom xl 44-36 std hmrl brng, 447190. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02973. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's shoulder was revised due to disassociation. It was noted that glenosphere disassociated from baseplate. Attempts were made to gain information, however no additional information was made available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.